Event description:
The patient was implanted with a left ventricular assist device (lvad). The study coordinator reported that during patient training on how to exchange the system controller, the patient's backup system controller was connected to the pump; however, the pump would not start. The patient reportedly became symptomatic and as a result was switched back to the primary system controller with no further issues.

Manufacturer narrative:
The patient remains ongoing on lvad support without any further issues. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.